Manufacturer narrative:
This report is being submitted to note that the event was previously submitted in error under an incorrect MDR number: 9617978-2025-000002. The current report reflects the correct MDR number and cfn. All event details remain unchanged.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation and lung disease. There was no report of medical intervention.the manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service centre concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped.